Manufacturer narrative:
The device reported is an echo-hd-19-c device of an unk lot number. The complaint device has not been returned for evaluation to date. With the info provided, a document based investigation was carried out. A review of the manufacturing records for the echo-hd-19-c device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. The customer complaint is considered confirmed based on the customer testimony. A possible cause of the users' difficulty with needle retraction in this incident may be attributed to the needle bending/kinking or needle breakage during use. The needle can kink/ bend due to product handling during the procedure. A needle king/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion of if the endoscope was used in a tortuous anatomy. If the was needle kinked/ bent during use this could result in preventing the needle from fully retracting into the sheath. The complaint info reported that the endoscope was in a flexed or twisted position during the procedure. This may also have contributed to the needle extension kinking during use. If the needle was kinked/ bent during use it could result in a needle breakage which would also prevent the needle from fully retracting into the sheath. As the device was not returned for evaluation and the conditions of device usage cannot be replicated in the lab, it is not possible to determine the root cause of this complaint. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends, and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The patient lost approx 20cc of blood. The entire needle was removed without retracting needle with no scope damage or harm to the patient. There was no further adverse effects to the patient reported. Quality engineering will continue to monitor complaints of this nature of potential emerging trends.

Event description:
The needle would not retract while inside the pancreas back into the locking position. Handle lost control of needle and biopsy was lost. Patient lost approx 20cc of blood. The entire needle was removed without retracting needle with no scope damage or harm to the patient. A section of the device did not remain inside the patient's body. There was no further adverse effects to the patient reported.